Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On 03/01/2024, it was reported that the patient was on his way to bed when he noticed his cgm was reading 60 mg/dl. No bg meter comparison was done at this time. The patient self-treated with some glucose tablets. Approximately 2-3 hours later, the patient had a seizure. The patient¿s wife called ems. The patient stated that once ems arrived and tested his bg meter value, this is when the cgm inaccuracy was realized. However, no specific cgm / bg comparison values were reported. Ems treated the patient was treated with IV dextrose (d10). The patient recovered at home and was not transported to the hospital. The patient was in good condition at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.